Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and was determined to be associated with use of the device. A 4 fr s/l powerpicc solo was returned for investigation. The catheter extended to the 35cm depth mark. The device exhibited evidence of use. The printing was completely worn from the extension leg. Semi-circumferential creases were observed in the extension leg 3mm and 26mm from the distal end of the solo connector. The catheter extended to the 35cm depth mark, where the catheter had been trimmed. A semi-circumferential split was observed in the catheter 7mm distal to the 15cm depth mark. A semi-circumferential crease was observed in the catheter at the 17cm depth mark. A longitudinal split was observed at one terminus of the crease. A microscopic examination of the split revealed a rough and granular edge and adjoining surfaces. Wrinkles were observed in the tubing parallel to the semi-circumferential split. A tactual investigation revealed that the tubing had the tendency to kink across the semi-circumferential split and creases that were found in the tubing. The splits and creases found in the 4 fr tubing indicate that the catheter was placed in a location that was vulnerable to kinking. The repeated kinking of the catheter most likely caused the tubing to crease, which lead to splitting of the tubing material. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Power PICC solo 4 fr was successfully implanted to patient on (B)(6) 2017. It was stated the patient received several chemotherapy courses for neuroblastoma treatment. On (B)(6) 2017 there was reported blood at the insertion site during cytostatic infusion. The infusion was stopped, x-ray with contrast was taken, and it was found that the catheter was damage with drugs leakage from the catheter wall.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Power PICC solo 4 fr was successfully implanted to patient on (B)(6) 2017. It was stated the patient received several chemotherapy courses for neuroblastoma treatment. On (B)(6) 2017 there was reported blood at the insertion site during cytostatic infusion. The infusion was stopped, x-ray with contrast was taken, and it was found that the catheter was damage with drugs leakage from the catheter wall.